Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked at the junction of the tubing and unspecified patient access site. This event occurred during use of the device for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 12, 2018 - november 13, 2018. The actual device was not available; therefore, a device analysis could not be completed on the actual sample. However, a photograph of the same type of sample (packaging) was provided for evaluation. Photo inspection did not identify any abnormalities that could have contributed to the reported condition. By the nature of the sample, no additional tests were performed. The reported condition was not verified through photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.